Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to an unspecified reason the patient had his artificial urinary sphincter (aus) 61-70 cm pressure regulating balloon (prb) removed and replaced with a 71-80 cm prb. It was further reported that the patient was experiencing "spontaneous leakage" and the physician wanted to increase the balloon pressure from 61-70 cm to 71-80 cm balloon. It was noted that the approach for this surgery was in the abdominal area where the old balloon was located and the new balloon was connected with pump and cuff at the same location. There was no handing of the old cuff and pump. The onset of the patient symptoms was two months previous to this surgery. The patient was stable after this surgery and the system will be activated a week after this surgery.